Event description:
Patient reported they have been having trouble with their teeth since they started the byte aligner treatment. They have a severe open bite, oral pain and bleeding gums which were not present before treatment. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.